Manufacturer narrative:
Device received no button response due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had a stuck button alarm. Customer¿s blood glucose was 117 mg/dl at the time of incident. The customer stated that insulin pump buttons have to be pressed for too long. Customer states they are unsure if they pressed a button down for 3 minutes or longer. Troubleshooting was performed. The product will be returned for analysis.